Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Additional information: low anterior resection for a 50 something, thin, female cancer patient who underwent chemo and radiation. I had two complete donuts but again had the dangling malformed staple. I over-sewed her, and she is doing okay. Flex sigs are part of my normal routine, I always do them. I close the rectal stump with the echelon, and one could have been a contour. I insert the circular trocar in the middle of the staple line.

Event description:
It was reported that during a lar the staples were sticking out on the anastomosis. She re-resected and re-anastomosed. There were no patient consequences.